Manufacturer narrative:
Date rec¿d by MFR: 23sep2019. Date of report: 25sep2019. Additional information has been received that the ventilator was not being used on a patient at the time that the touchscreen failure was discovered. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported that the ventilator's touchscreen stopped responding. The ventilator was not being used on a patient at the time of the reported malfunction.

Manufacturer narrative:
MFR received date: 16 sep 2019. Date of report: 17 sep 2019. Although requested, the patient's information was not provided. The international fse (field service engineer) evaluated the ventilator and confirmed the reported problem. The fse replaced the touchscreen and the problem was resolved. The ventilator successfully passed performance specification testing after the repair was completed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019.

Event description:
It was reported that the ventilator's touchscreen stopped responding. The ventilator was being used on a patient at the time of the reported event, however, there was no patient harm.